Event description:
Upon removal of left arterial line, catheter broke off leaving approximately three inches of catheter inside patient. Company notified of incident. The physician reported to company that the end of the catheter appeared mangled, however, it did not appear defective prior to use. Company had not received any other similar reports during the past 12 months. Company reported occurrence to the FDA on 10/13/92.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.